Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent significant lysis of adhesions and repair of enterotomy due to incarcerated incisional hernia.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure to repair an incarcerated incisional hernia on (B)(6) 2011 and mesh was implanted. It was reported that post operatively the patient experienced chronic abdominal pain, bowel obstruction, infection, blood clots, incontinence, bladder infections, internal bleeding, extensive adhesions to the bowel, and low hemoglobin. It was reported that the patient underwent a surgical procedure on (B)(6) 2014 to remove the mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a hernia repair on (B)(6) 2011 and a mesh was implanted. It was reported that following insertion the patient experienced urinary/bowel problems, recurrence, scarring and restriction of mobility. It was reported that patient underwent cystourethroscopy, left retrograde pyelogram, placement of left double-j urethral stent on (B)(6) 2013, left retrograde pyelogram and urethral stent placement on (B)(6) 2013 and cystourethroscopy, left double-j urethral stent removal, left retrograde pyelogram, left double-j urethral stent placement, intraoperative interpretation of left retrograde pyelogram on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent retained left ureteral stent with encrustation of the stent on (B)(6) 2014 due to 3cm bladder stone and retained left ureteral stent with encrustation of stent. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.